Event description:
Atrial unipolar lead impedance waming on (B)(6) 2020. Atrial polarity switch on (B)(6) 2020. Atrial undersensing clinician stated she reprogrammed device to most sensitive setting due to atrial arrhythmias, as well as reprogrammed a lead bipolar. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).